Event description:
Physician was using the autosuture v-30 roticulator stapler to staple and cut the pulmonary vein. The staples did not close or staple the tissue. The physician had to pick the open staples off the tissue.